Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the left jaw became broken during the first firing sequence. Due to the condition of the jaw the remaining clips were ejected. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was used to close the pouch with the cholecyst inside. When the device was fired on the thread of the pouch, the trigger did not return to the home position and the clip did not come off from the jaw. When the doctor grasped the trigger again, an abnormal sound was heard and the jaw would not open. As the firing was the last firing in this procedure, the operation was finished without using another device. There were no adverse consequences to the patient. The orange indicator was shown. The sales rep explained to the doctor that the jaw would be opened by returning the trigger by hand when the jaw was not opened.